Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient programmer (pp) wouldn¿t connect to the ins. The patient stated that they hadn¿t charged their implant in the last three months. The patient stated that they had an accident and addressed other medical issues, thus forgot about their spinal cord stimulator (scs) implant. Technical services told the caller that the patient was likely in overdischarge but suggested that the patient use their recharger to try and recharge first and if that doesn¿t work then the patient should seek assistance from their healthcare provider (hcp). It was indicated that the MRI was not related. It was reported that today ((B)(6)2018) was the first day that the patient tried using the patient programmer since three months ago. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s healthcare provider (hcp). It was reported that they were having some issues with the controller. No further complications were reported or anticipated.